Event description:
Additional information was received that this patient was seen for a follow up appointment, and the physician elected to continue monitoring at his time. The plan is to revise the atrial lead once it's time for the patient's routine generator change out. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pace impedance on the non-boston scientific right atrial (ra) lead. A lead fracture was suspected. The crt-d and ra lead were tested in clinic. There was no capture at 5 volts and noise and out-of-range impedance of greater than 3,000 ohms were able to be reproduced. Additionally, a review of the device data showed a spike in shock impedance had previously occurred on the right ventricular (rv) lead. The shock impedance was out-of-range and was greater than 125 ohms. A revision procedure for the ra lead was being considered. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) electrogram (egm) had a total flat-line noted in the most recent atrial tachy response (atr) episode. The line was too flat to be due to physiological reasons and was believed to be failed sensing of the ra lead due to the suspected lead fracture. Additional stored episodes showed more noise, oversensing, and pacing inhibition on the ra lead. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.